Event description:
It was reported that three weeks post replacement procedure, the patient developed a large, soft hematoma over the chest incision site in the cardiac resynchronization therapy pacemaker (crt-p) pocket that was observed at the wound check appointment. The incision site was intact and well approximated without infectious changes.  The thin adhesive bandages were removed, and the site was cleansed by the physician and covered with a non-adherent dressing.  Approximately twelve days later, the patient was brought to the electrophysiology (ep) lab for hematoma evacuation.  Although the hematoma is not under tension or painful, concerns over potential transformation to an infection drove the decision to revise the pocket at that time.  Antibiotic infusion was administered, and the hematoma was evacuated.  The antibiotic solution was used to lavage the pocket.  An antibacterial absorbable envelope was placed around the device and the site was reapproximated.  The hematoma was resolved, and the device remains in use.  The patient is a participant in a clinical study.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 383069 lead; 5867-3m lead end cap; 429888 lead implanted: (B)(6) 2023 . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection create d by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.